Manufacturer narrative:
(B)(4)device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed blood and contrast in the lumen and balloon. There was a longitudinal tear beginning at the proximal balloon waist extending 12mm distally. The wire lumen shaft was buckled 25mm from the proximal balloon waist. The distal end of the balloon was bunched up. Inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 2.5x15mm nc quantum apex balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 18atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 2.5x15mm nc quantum apex balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 18atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.